Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device frequently restarts. There was no adverse patient impact reported.

Manufacturer narrative:
A supplemental report for failure analysis info: one processor pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. The som pca was found to be corrupt. The available information is consistent with a malfunction of the processor pca. The cause was a corrupt som pca.